Event description:
It was reported that customer found damage to tandem charging cable and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was advised that tandem technical support would replace damaged charging supplies with two-day shipping, and if pump battery depleted before new supplies arrived, customer would rely on multiple daily injections.